Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device replacement, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms when connected to the replacement implantable cardioverter defibrillator (ICD) and when connected to a pacing system analyzer (psa) . A lead insulation issue was suspected, however, not confirmed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.